Event description:
Patient was revised to address osteolysis, poly wear and loosening of the femoral and tibial component at the bone/cement interface. The cement manufacturer at the time of original implantation is unknown.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no additional reports against the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a;. No information was obtained. The investigation could not draw any conclusions regarding the reported event based on the provided information. Based on no evidence of product contribution to the event and the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.